Event description:
It was reported that during a sleeve gastrectomy procedure on the first firing with a green cartridge and buttressing, there was only one staple line on the patient and three on the specimen. It was stated that there was a strange noise when the knife was returning to the home position. After the device was opened the green cartridge was chewed. Sutures were used to over sew on the patient side. A second device was used to complete the case with no patient consequence. The device and cartridge not be released.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. Echelon straight/flex: unknown. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Yes. If so, which product? Unknown. Were any unexpected noises heard? Yes. If so, when? When the knife was coming back. Was there any difficulty removing the device from the tissue? No the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Serious injury. Additional information includes a jackson-pratt drain was also inserted and the patient was transferred to the step-down unit. The incident was fully disclosed to the patient by the attending surgeon. The patients hospital stay was extended an additional 48 hours as a result of the placement of the drain. She was discharged home in stable condition at which time there was no evidence of a bile leak. A photograph was reviewed and it is believed this complication was caused by the sled rail hitting one of the staple cartridge internal towers damaging the sled rail enough to prevent the associated staple drivers from being lifted and deploying staples. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.